Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for another indication, three days prior to the peritonitis diagnosis. The same day as event onset, the patient was treated with injection cefazolin (intravenous, ongoing) and injection ceftazidime ( intravenous, ongoing) for peritonitis. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.